Event description:
Healthcare professional reported right side " intracapsular rupture" and "nodular enhancement with oval morphology and circumscribed margins located at 9 o'clock, anterior third of the parenchyma, superficial appearance, 7 mm, with a progressive type I kinetic curve and a heterogeneous internal enhancement pattern, showing hypointense septa. It shows restriction on broadcasting sequences. Findings we interpret in the first instance correspond to fibroadenoma" via MRI. Device remains implanted.

Manufacturer narrative:
Cont e1 phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " intracapsular rupture."